Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during impaction the impaction plate fractured off the instrument. No surgical delay, no adverse patient consequences, no fragment has entered the surgical area.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. After visual examination of the part, it was observed a pinnacle cup impactor with a broken end of handle. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 6/3/2021. 3) any anomalies or deviations identified in DHR: no non-conformances / manufacturing irregularities related to the malfunction were identified. 4 pieces of subcomponent part number 221750043 were scrapped due to the pos/.0040/a being out of tolerance. 4) expiry date: n/a as this is a reusable instrument. 5) IFU reference: IFU nonsyerile inst rev k corrected: h3.